Event description:
It was reported that a shaft break occurred. The target lesion was located in the left heart. Upon removal of the guidezilla¿ guide catheter, it was noted that the device broke just distal to the bond of the collar and the catheter. The procedure was completed with another of the same device. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).